Manufacturer narrative:
(B)(4). The affected product and event logs have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The data set has been requested.

Event description:
Customer reported an over infusion of magnesium. Reported a 50 ml bag of magnesium was to infuse over 2 hours. The user reported the 50 ml infused in 5 minutes. Unk if the infusion of magnesium was hung as a primary or secondary infusion. Event logs saved. There was no report of pt harm and no medical intervention was required. No further pt or event details are available.